Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator contacted nxstage to request troubleshooting an alarm, which occurred while priming the cartridge. It was determined that the operator had turned the cycler off during the previous treatment and the patient was still connected to the system. Too much time elapsed until the power was turned back on such that the cycler would not allow treatment to resume. The operator then initiated prime again without disconnecting the patient first. Since the cycler was in prime mode with the patient connected, technical support instructed the operator to discontinue and not rinseback the patient's blood. This event resulted in an estimated 100cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. Log files from the cycler were reviewed and determined that the cycler alarmed appropriately. The operator did not follow user's guide instructions for troubleshooting alarms and did not follow instructions for recovering after the power was turned off. There is no evidence of a device malfunction. Nxstage reviewed the event with the patient's facility and additional training was provided to the patient and caregiver. Nxstage considers this report closed.